Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency department with status post stroke symptom (right vision field cut) started on (B)(6) 2019. A computed tomography revealed a large sub-acute left posterior cerebral artery (pca) infarct confirmed on (B)(6) 2019. Lactate dehydrogenase level (ldh) was elevated for the past several months. Baseline flow/powers were documented in 5's (B)(6) 2019; now power/flow was 7-8. Manufactures technical services reviewed the log file and observed no unusual events. No further information was provided.

Manufacturer narrative:
Section h4: corrected information manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established during this evaluation. Furthermore, review of the log file provided by the account did not confirm any significant elevations in pump power or flow. The account reported that on (B)(6)2019, the patient was seen in the emergency department (ed) status post (s/p) stroke. The patient¿s right vision field was cut, a symptom that had begun on (B)(6)2019. A head CT, done on (B)(6)2019, had confirmed a large sub-acute left pca infarct. The patient¿s ldh had reportedly been elevated for the past several months and the patient¿s power and flow baseline values had increased from the 5¿s in (B)(6)2019 to 7-8 currently. The patient was worked up for pump dysfunction; however, there was no evidence of any device issue. Review of the log file provided by the account revealed no significant fluctuations in pump parameters or atypical events. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists stroke and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy, including inr range, as well as the suggested anticoagulation modifications. In reference to pump power, this document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.